Event description:
Imp ref#: (B)(4).

Manufacturer narrative:
The power supply was not returned to the MFR for an investigation. Per the reporter, the psu was discarded by the distributor. Resmed provided the distributor with a replacement psu to address this issue. (B)(4).